Event description:
The valve was implanted on (B)(6) 20012 but it soon seemed obstructed. Therefore, the surgeon replaced it with a new lpv ii valve. The involved valve lot number was reported as 1113648. Add¿l info was received from the distributor on (B)(4) 2012 with the following: it was reported that the lot number could be 1095247, based on the sales history order. The length of time the product was in use before the event occurred was in one week. The valve was explanted and replaced on (B)(6) 2012. Pt outcome was reported as enlargement of the ventricle was observed. However, it improved after the new valve was implanted. The new replacement valve was implanted on the same site as the original valve on (B)(6) 2012 and this replacement valve worked.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.